Manufacturer narrative:
Since the valve has been implanted for 9 years, it¿s unlikely that the stenosis is due to any potential manufacturing issue. The common probable cause for stenosis is due to pannus overgrowth.

Event description:
Medtronic received information that 9 years post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to aortic stenosis. No adverse patient effects were reported.